Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (glove compartment). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 259mg/dl. The customer's expected non-fasting blood glucose test result range is 110-160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the car glove compartment. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer kept strips in the glove compartment and he called to state that meter was reading high.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (glove compartment). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 259mg/dl. The customer's expected non-fasting blood glucose test result range is 110-160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the car glove compartment. The test strip lot manufacturer's expiration date is 10/31/2017and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer kept strips in the glove compartment and he called to state that meter was reading high.